Manufacturer narrative:
Device received with missing segments due to cracked and bleeding lcd glass. Unable to perform self test and displacement test due to missing segments. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had partial display o the screen. The customers blood glucose level was 400mg/dl at the time of incident. Customer also reported that the display is colored and the rest of the screen is blank. The insulin pump will be returned for analysis.